Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported lead migration. It was unknown what led to the event. Six months after implant, the stimulation changed. Since the stimulation changed, the hcp sent the patient to another hcp for a new trial. Because the lead was sitting at l1 and the anterior view showed the bottom third not on the dura, the hcp tried placing the trial lead up to or next to the implanted lead. They could not get past the implanted lead. They tested the lead at l2 and there was no desirable coverage. Then they tried above the implanted lead from t7-11 and there was no desirable coverage. The trial was aborted. At the time of the report, the issue was not resolved. Surgical intervention occurred. The patient denied any trauma that would have caused the lead to move. Relevant medical history included degenerative disc disease and herniated disc pain. Please see manufacturer report #6000153-2016-00564 for information on the patient's concomitant product.